Event description:
Noise reported on the rv channel in vf recordings transmitted to home monitoring. Patient received an inappropriate shock as a result of the noise. Lead currently remains implanted, replacement is planned. Should additional information become available, this file will be updated.

Manufacturer narrative:
On 20-may-2022, lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re- opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re- opened should additional data become available.